Event description:
Customer called to report they were hospitalized for low bgs. It was stated that the pump was not priming accurately. Customer was advised to disconnect from the pump while troubleshooting was performed. Additonally, it stated that the customer was not disconnected from the device when the set was changed and did not manual prime prior to the call and received an over infusion of insulin into their body. Bgs were high within a few minutes then lower, customer drank one liter of soda and customer started to feel trembling and "fumble", then customer was transported to the hosptial by the ambulance.